Event description:
Event has reported to caldera medical by an attorney. Legal complaint states the patient suffered from pain, erosion, infections, urinary problems, bowel problems, weakened abdominal muscles, and dyspareunia. Two mesh products were implanted on (B)(6) 2006 (the second one was manufactured by another company). On (B)(6) 2006 a mesh product (no specific information about which one) was removed due to erosion, graft complication and non-healing surgical wound.